Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09256. Related manufacturer reference number: 2017865-2021-09258. It was reported that the patient presented in clinic for a post operation check. The patient was free of redness, drainage, and swelling. However, the patient reported having a low grade fever and chills for two night. The patient had previously tested positive for covid-19. The physician believes that the symptoms were covid-19 related but is uncertain. Blood cultures were drawn and the patient started antibiotic treatment. The patient was in stable condition.